Event description:
It was reported that the patient with this pacemaker experienced a ventricular fibrillation (vf) episode and cardiac arrest. Boston scientific technical services (ts) was consulted and undersensing of fine vf was observed. Additionally, it was noted the device delivered pacing during the episode. Ts discussed this was due to the undersensing observed. A chest x ray was performed after the arrest episode and the field representative stated everything looked normal as well as lead measurements. Additional information was received that this device was explanted due to therapy upgrade. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker experienced a ventricular fibrillation (vf) episode and cardiac arrest. Boston scientific technical services (ts) was consulted and undersensing of fine vf was observed. Additionally, it was noted the device delivered pacing during the episode. Ts discussed this was due to the undersensing observed. A chest x ray was performed after the arrest episode and the field representative stated everything looked normal as well as lead measurements. Additional information was received that this patient was upgraded to an implantable cardioverter defibrillator (ICD). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.